Event description:
Customer reported receiving calibration error alarms and sensor end alarms on her insulin pump. She also stated her insulin pump had gone into threshold suspend. The customer's blood glucose was 131 mg/dl. Troubleshooting for the calibration error alerts found the customer was using the proper technique for calibration. The customer was advised her sensor may be malfunctioning. No additional information provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.